Event description:
While being monitored a pt was removed from the monitor and no alarms occurred. Pt was not monitored for 8 1/2 mins before staff found pt. Pt was non-responsive to attempt at resuscitation. Pt was reattached to monitor and died several mins later. Alarm logs were printed. Logs revealed arrhythmia alarms were turned off and low level alarms were silenced. When the pt took off their leads visual alarm leads off flashed green with no audible alarm. Staff was not in the immediate area to see the visual alarm.